Event description:
It was reported that during preparation for a drug eluting coronary stenting treatment procedure, stent damage was noted. After removing the 2.50x16mm taxus liberte stent from the package, it was noted that the stent strut was lifted up. The procedure was completed with another of the same device. The pt status is listed as fine, no pt contact.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).